Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870nnc01, serial# unknown, product type: software. Product ID: 3037, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that during programming of the ipg, battery warning was shown at session start. Impedances have been checked (no issues with these values), stimulation had been configured and paresthesia could be generate adequately. When increasing the amplitude for one of the four programs on the n¿vision, eos was prompted, stimulation was turned off automatically, and further programming was not possible. The session was ended. Afterwards, the 3037 was used to check battery again. There, only eri was shown and stimulation could be activated again. Patient perceived stimulation adequately. It was noted that a surgical intervention was planned.